Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when customer fell while riding bike, touchscreen turned black/gray and is no longer functioning. The customer's blood glucose was 368 mg/dl. The customer administered a manual injection. Reportedly, manual injections would be used for insulin therapy.